Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being in the emergency room due to high blood glucose over 600mg/dl. The customer stated that the cannula was removed and it was bent, which may have caused to increase his glucose level. The customer was treated with manual injections and then he was released. No further information was provided.